Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Relevant tests/laboratory data/other relevant history : this information was not provided when asked.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is not noted nor is the patient's oral hygiene. The patient has no medical or dental history prior to implant. The patient presented on (B)(6)2022 for implant placement on tooth #6. The patient returned on (B)(6)2022 without complaint before the after stage of surgery and upon exam the provider notes a failure to integration. It was at that time the device was removed but not replaced. Based on the short time span it is determined that the device lacked stability.

Manufacturer narrative:
Additional information:: b1, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected information: a2, d4, h1, h6 (medical device problem code). The device has been received and the investigation has been completed. The results are as follows: DHR results: the DHR was reviewed for lot# 6108618 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot# 6108618 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 8 mm (70-1154-imp0009) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. CAPA 23-006. Manufuctuarere reference: (B)(4).

Event description:
The bone grade was reported as grade ii and oral hygiene as fair. The patient returned on (B)(6) 2022 without complaint before the second stage surgery and upon exam the provider noted a failure to integrate.

Manufacturer narrative:
CAPA 23-0006 manufacturer reference: (B)(4).